Manufacturer narrative:
(B)(4). The actual sample was evaluated and the issue was confirmed and was determined to be caused by faulty sealing of dyes used for radiofrequency sealing and the extraction station on the patient line machines. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the home patient (hp) noticed that the patient line had some bubbles during the drain; later, when he was infusing, the hp identified that the line started to leak. The patient was involved. At this moment it has not been confirmed if there was patient injury.